Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a normal device check. Upon interrogation, the right atrial exhibited oversensing. The lead was reprogrammed. The patient would continue to be monitored.